Event description:
Customer called to report a fluid leak in the front of the coulter lh500 hematology analyzer. Customer was unable to locate the leak source. The field service engineer (fse) inspected the instrument and determined that the leak was coming from the needle bellows and was observed to occur only during start-up routines. The fse adjusted several kinks in the lines on the sample aspiration module; the kinks restricted the flow of liquid, which resulted in poor needle drainage. Additionally, actuators for pinch valves pv21 (needle bellows to waste) and pv22 (needle rinse) were sticky and would not clear the needle drain pathway. The fse replaced the valve actuators for pv21 and pv22. The fse then verified repair per established procedures, and ensured that the results met published performance specifications. Customer stated that patient samples and results were not affected, and that no one was exposed to or harmed by the leak.

Manufacturer narrative:
The root cause of the leak is attributed to the overflow of the needle bellows, which resulted from several kinks in the line on the sample aspiration module and the actuators for pv21 and pv22, which required replacement. The field service engineer resolved the instrument issue and verified instrument performance. Customer has not called back to report any further instrument issues. (B)(4).